Manufacturer narrative:
Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the side rail frame to ensure proper latching and down storage. Repair as necessary. The technician removed the left side rail mounting bracket and straightened it to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail will not latch. No patient injury reported.